Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2301 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abdominoplasty, chickenpox, dysplasia, hypothyroidism, homocystinuria, gestational diabetes, parity 5, multi gravida, weight gain, hashimoto's thyroiditis and cesarean section. The patient had a family history of breast cancer, ovarian cancer, arthritis, osteoporosis and hypertension. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2344 days after essure insertion and 43 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in removal dates: as per argus (B)(6) 2023 as per mr (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis uterus, right and left fallopian tubes (total hysterectomy, bilateral salpingectomy): cervix with nabothian cysts. Late secretory endometrium; no evidence of atypia, hyperplasia or malignancy -leiomyoma. Bilateral fallopian tubes with simple paratubal cysts specimen is received in formalin, labeled with the patient's name, medical record number and "uterus, cervix, bilateral fallopian tubes", and consists of a 167 g uterus with attached fallopian tubes. . Located in each cornu is a metal, coiled wire firmly embedded within the myometrium, entering the fallopian tubes. Removal of the coils causes deformation and accurate measurements cannot be determined. [Smear cervix] on (B)(6) 2023: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : reporters information, patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2301 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.